Event description:
It was reported that the patient was admitted to the hospital due to chest pain. Review of the monitor strips showed low ventricular rates and no atrial pacing. The device was reprogrammed to a dual chamber mode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.